Event description:
Reporter indicated that vns pt died during a seizure. It was reported that the pt had apparently had a grand mal seizure while sleeping and was found face down on their pillow. The pt had reportedly experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. An autopsy was performed.